Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported the customer has inserted an io into patient's leg, pulled the driver back and the magnetic hub separated. When they went to remove the magnetic hub by hand the entire io assembly pulled out of the patient, needle/stylet and all in one piece. It was reported this occurred on three different occasions. This report addresses the first occasion.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported the customer has inserted an io into patient's leg, pulled the driver back and the magnetic hub separated. When they went to remove the magnetic hub by hand the entire io assembly pulled out of the patient, needle/stylet and all in one piece. It was reported this occurred on three different occasions. This report addresses the first occasion.